Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed occlusion alarms associated with high force. During testing, the pump was able to successfully complete the rewind, load, and prime sequence with no alarms. The force sensor calibration was found to be above specifications. The pump was exercised for 24 hours with no occlusions. The complaint was not duplicated during testing. Unrelated to the original complaint, the audio bolus button was torn. The button operated normally during testing.